Event description:
It was reported by service report that the right side rail was falling down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Assist cable, assist system pulley.